Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date, receiving competitor components. Subsequently, a revision procedure was performed with biomet components on (B)(6), 2014 due to an unknown reason. A further revision procedure was performed on (B)(6), 2015 due to instability. During the procedure, the acetabular cup and liner were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.